Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer¿s current blood glucose was 491 mg/dl. The customer reported that the infusion got detached at the quick release. Customer states they had symptoms like difficulty in breathing and the customer was treated with manual injections. Customer stated at 11:03 her sugar was 469 mg/dl. The customer took correction with insulin pump customer checked blood glucose and it was 479 mg/dl at the end of call. Troubleshooting was performed. The insulin pump will not be returned for analysis.